Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was malfunction and she wanted it removed. It started malfunctioning in 2015; it turned itself on out of the blue. The troubleshooting done was turning the device off. The patient planned to follow up with the health care professional. She was indicated for urinary dysfunction/ sacral nerve stim. There was no further information reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.